Manufacturer narrative:
(B)(4). Date sent: 02/14/2020. Can you please clarify, was there any post-operative care change for the patient due to the event that occurred? No changes in post-operative care.

Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, was there any post-operative care change for the patient due to the event that occurred?

Event description:
It was reported that when he fired the device, he squeezed plastic to plastic but didn¿t get a crunch to indicate the washer was broken. Thankfully they had enough bowel left to take it down and try again. This added about an hour onto the procedure. Patient has now been discharged and is home.